Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.